Event description:
Engineering triggered an investigation based upon failures to make adequate connection between a device therapy connector and the accessory therapy cable. Inadequate connection could result in an inability to adminster device defibrillator and pacing therapies to a pt.